Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to the repair service center in (B)(6) (sorc). Sorc confirmed the reported phenomenon due to failure of the g2 board of the subject. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the g2 board failed due to deterioration over time as because more than 5 years and 2 months had passed from the subject device had been manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing that the image was not displayed on the subject device. There was no report of patient injury associated with the event.